Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. An external visual inspection was performed and passed. A receiver charge and boot tests were performed and passed. The receiver case was opened, and an internal visual inspection was performed and passed. Functional testing was performed and passed relevant testing. The log was downloaded and found no issues in the log that's related to the complaint. Confirmation of the was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.